Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and had a complete implantable cardioverter defibrillator (ICD) system extraction. No further patient complications have been reported as a result of this event.